Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed intermittent responses to button presses on the 'up' and 'down' arrow buttons. Multiple button presses requiring increasing force are required before the 'up' and 'down' arrow buttons will engage. The 'ok' and 'contrast' buttons are responding to button presses. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons.unrelated to this complaint, a vibration motor failure was observed. Opened pump to examine and test vibration motor. Testing confirmed the pins on vibration motor are not making an electrical connection with the pcb.

Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the up and down arrow buttons are getting more and more difficult to get to respond. Reporter has to press them very hard. The pump is not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.